Event description:
Procedure type: colectomy. According to the reporter: the jaws would not open after 2nd firing. To removed the device, the tissue was excised additionally. Before firing, the surgeon did not confirm the jaws moved properly. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was extended by more than 30 minutes. No information about the use of reinforcement material.

Manufacturer narrative:
(B)(4).